Event description:
It was reported that the lead exhibited intermittent capture. The physician suspected that a microdislodgement may have occurred. Ventricular output was increased to 5.0 v at 0.5 ms and the av and pv delays were extended. The patient would be monitored.